Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "bleeding complication, then no flow down the leg. Vascular surgeon surgically removed entire manta device and did a patch repair, flow was restored. Then there were clots distally that had to be removed. Took a few hours. Then a hematoma formed at the site post procedure, and also acute dvt formation. Patient is fine.".

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number: 73b2400749 manta 18f indicated no non-conformities related to this lot. No impact related to the device, no reworks, or other issues related, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an undisclosed procedure, an 18f manta was deployed. Following closure, a bleeding complication occurred, and no blood flow was present distally. The vascular surgeon decided to explant manta and patch repair the vessel, restoring blood flow. There were clots distally that also were removed which took a few hours to remove. The patient had acute dvt formation, and a hematoma formed at the access site post-procedure. Due to insufficient information regarding the initial, deployment, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring local surgical repair cannot be determined. Therefore, the root cause as to why the manta was not effective in achieving hemostasis requiring surgical intervention remains undeterminable.

Event description:
It was reported that: "bleeding complication, then no flow down the leg. Vascular surgeon surgically removed entire manta device and did a patch repair, flow was restored. Then there were clots distally that had to be removed. Took a few hours. Then a hematoma formed at the site post procedure, and also acute dvt formation. Patient is fine."